Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was exchanged for a longer lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture and residue /debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+1.0/082, (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.